Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the third-party device analysis, it was indicated that the control body was contaminated and corroded due to fluids and degradation. It was determined that components needed to be replaced. There was no patient involvement.

Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the third-party completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to degradation. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.